Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed creases on the device. ¿ white particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported capsular contracture baker grade iii and "patient suffered a traumatic event a month after date of implant". This record is for right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported capsular contracture baker grade iii and "patient suffered a traumatic event a month after date of implant". This record is for right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Device has been explanted and replaced.